Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was kinked while loading into the micro-catheter. Therefore, the ruby coil lp was removed. The procedure was completed using new coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device was received on 4/21/2021 for this event. However, investigation revealed that the incorrect device was received instead of the device related to this complaint. Multiple attempts were made to obtain the actual complaint device from the hospital; however, were unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA). 2. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy). 3. Section h. Box 3: device returned to manufacturer? 4. Section h. Box 6: results code 1. 5. Section h. Box 6: conclusions code 1. Additional information was added to: 1. Section h. Box 6. Method code 1 & method code 2. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.